Event description:
It was reported there was an impedance increase, to 1400 ohms, and an inadequate shock. The lead was explanted. No further patient complications have been reported as a result of this event.